Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced inadequate sensing values. After re-positioning the rv lead several times, the lead exhibited high impedance values. It was determined via x-ray that the helix of the lead was not fully extended. The physician elected to remove the lead and implanted a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.